Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported sudden premature battery depletion november 2015. It was indicated this was a past event that was resolved. It was indicated the implantable neurostimulator (ins) had died. No symptoms were noted. The ins had only lasted 3 years. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient reported that she was implanted for fecal incontinence. The implantable neurostimulator (ins) worked well for her and she was telling people how proud she was and so relieved. She could go out in the public. The ins lasted only 3 years. She had to go back to the healthcare professional (hcp) and had the battery replaced. The symptoms returned and the patient programmer (pp) showed the ins was dead. It was probably in (B)(6) 2015. She also started having issues with the bladder since "(B)(6) 2015."her bladder had become bad. At that time the hcp said "well, your ins is dead, if you have problems with your bladder." The patient asked if the ins was also used for bladder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.